Manufacturer narrative:
Requests for additional information were unsuccessful. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead recorded a red alert due to a high, out of range shock impedance measurement. There was no oversensing on any of the lead channels. The system remains in service. No adverse patient effects were reported.